Event description:
During surgery, when they opened the package and checked the opening of the outer pin, it was found that the inner pin was positioned in the wrong orientation.

Manufacturer narrative:
Device will not be returned. If the device or additional information is received it will be reported on a supplemental report. (B)(4): device will not be returned.